Event description:
The technician alleged that the brake would not hold on the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician installed a new brake steer kit to resolve the issue.